Event description:
The affiliate reported the customer alleged falsely elevated carbon dioxide (co2) results for approximately eight patients involving unicel dxc 800 synchron system. The customer stated the co2 alkaline buffer reagent bottle was empty and system adc errors messaged occurred. Subsequent testing on an alternate unicel dxc 800 synchron system recovered lower results, and the results were issued the customer provided one patient's initial result of 41 mmol/l and retest result of 26 mmol/l. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
The customer discovered the carbon dioxide (co2) peristaltic pump tubing had leaked alkaline buffer reagent. The customer replaced the tubing and reagent, which resolved the issue.